Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer blank fields on this form indicate the information is unknown or unavailable, or unchanged. G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Additional information- investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fracture (in situ), organ perf., migration, diff. To retrieve, pain, distress, opioid dependence'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported distress, opioid dependence is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113.

Event description:
Patient received implant via the left common femoral vein. Filter explanted on (B)(6) 2018. Per abdominal CT, dated (B)(6) 2016, "fractured inferiorly displaced ivc filter strut protrudes into right anterior l4 vertebral body. Additional anterior filter strut extends beyond confines of ivc without hematoma". Per abdominal x-ray, dated (B)(6) 2018, "an ivc filter projects just to the right of the midline at the level of l2/l3 just anterior to the spine." Per abdominal CT, dated (B)(6) 2018, "ivc filter is located infrarenally with one of the tines extending into the aorta. A fractured posterior tine extends into the l4 vertebral body and is no longer part of the ivc filter." Per ir ivc filter removal, ted (B)(6) 2018, "complex removal of ivc filter with exception of the retrained fragment that is within the vertebral body."

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Additional information: investigation. Investigation is reopened due to additional information provided. The following allegations have been investigated: aorta/duodenum/lumbar spine perforation, embedment, physical limitations, required monitoring, depression. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical limitations, required monitoring, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient further alleges tilt, vena cava perforation, aorta perforation, spine perforation, unable to retrieve fragment, sharp stabbing in stomach, embedment, required monitoring, depression and physical limitations.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. [Pt] was allegedly not told of celect filter implantation and received no instructions or advice to seek follow up appointments to monitor or remove the celect filter. After celect filter implantation "[pt] made substantial recovery from his injuries but suffered from occasional bouts of pack pain. [Pt]'s physician attributed these symptoms either to residual effects from injuries sustained in the accident or strain on back from work. Beginning in (B)(6) 2011, [pt]'s chronic low back pain increased significantly but the physicians could not determine the cause. Because [pt] was unaware that a celect filter was implanted, the healthcare providers had no reason to investigate whether the ivc filter has migrated out of the vein and into the [pt]s back. [Pt] suffered persistent back pain for next 7 years. On (B)(6) 2016 [pt] fell at work. Following x-ray showed implanted celect filter. [Pt] was advised by physician to follow up with a cardiologist to have the filter removed. On (B)(6) 2018 [pt] underwent CT scan, which showed that the celect ivc filter had perforated vein and migrated into lumbar spine. In addition, the filter strut had broken off the device and had lodged in the l4 vertebra. On (B)(6) 2018 [pt] underwent complex ivc gram and ivc filter removal procedure to extract the main portion of the celect filter. However, the fractured celect filter strut lodged in spine could not be removed and will likely remain permanently." Patient outcome: it is alleged "as a result of the perforation and fracture of the celect filter [pt] suffered significant injuries, including significant pain and distress. [Pt] has been injured and sustained permanent injuries and has incurred and will continue to incur medical expenses for care including surgery, hospital bills, x-rays, diagnostic tests, medications, chiropractic care, substance abuse treatment for opioid dependence caused as a result of the pain caused by the filter and physical therapy. [Pt] will require ongoing monitoring of the retained filter strut in spine and will have to live with the concern".